Event description:
It was reported that during an unk procedure, the 2 handpieces had broken 440 studs. No pt consequence noted.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Serial number for 2nd device: y93x1k11.